Event description:
The customer reported the system would not boot completely up to the point of being able to enter the mode to allow exposures to be made. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.